Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and further testing was recommended. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted, and further testing was recommended. This crt-d remains in service. No adverse patient effects were reported. Additional information was received indicating that diagnostic imaging has not been performed, and the root cause of the reported observations has not been conclusively determined. The patient was advised to schedule an appointment with the electrophysiologist for further evaluation and to determine the appropriate next steps. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Follow up report 1 (correction): impact codes f10 field was updated.